Event description:
The customer reports that the device has a display that is all white but still has voice prompts and audio. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device has a display that is all white but still has voice prompts and audio. There was no reported patient involvement. The device was evaluated by the customer and the fault confirmed. It was found by the customer to have a loose cable relating to display functions. The cable was reseated and the device functioned normally. The device was put back into service. The cause of the malfunction could not be determined.